Event description:
It was reported by service report that the head section safety bar is worn. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: safety bar.